Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed.as per the part investigation, it was determined that signs of fluid ingress and superficial cuts with exposed copper strands had been identified.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for s/n (B)(6) was performed from the date of manufacture of 07aug2009 and confirmed that there were no production failures which correlates to the customer reported issue.the reported drawer failure was confirmed by the bd field service engineer (fse) testing.in accordance with work order 01929637; the fse reported that drawer 5, sub drawer 1(legacy half-high cubie drawer) was reported as failing by the client. The drawer was tested using the hardware test application and was found to require manual opening bypulling. The drawer was removed from the cabinet for inspection, and the retractor band was identified as broken. The retractor band was replaced, and the drawer was retested using the hardware test application. The drawer functioned correctly, and the clientconfirmed successful recovery.dchu visual inspection of received assy harness retractor band cubie identified signs of fluid ingress and superficial cuts with exposure of copper strands, as a result no additional functional or ddm testing was deemed necessary.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:the root cause was determinate as an exposure of copper strands on assy harness retractor band cubie, which can result in systematic failure on drawer that impossibility to use, affecting the functionality.